Event description:
It was reported that there were concerns of a premature battery depletion. It was noted that the reported pacemaker's power was higher than expected and its voltage was lower than expected. It was also noted that the recommended safe replacement interval was 90 days. The device was explanted and replaced. No additional adverse patient effects were reported.